Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation. The returned esheath underwent visual and dimensional inspection. During the visual inspection the exposed portion of the liner unfolded/expanded as designed, tear along the entire sheath shaft, damage on the distal tip of the sheath, scratches and tearing on the distal end of the strain relief. Due to the condition of the returned device (liner torn along entire length of device) no relevant functional testing could be performed on the complaint device. During dimensional analysis, liner wall thickness measurements were found to be within specifications. On the manufacturing floor, all sheaths are inspected for kinks, bends, and mechanical damage. These inspections during manufacturing support that it is unlikely that a manufacturing non-conformance was the cause of the complaint. The complaint for sheath shaft liner tear and distal tip damage was confirmed. Per the complaint summary, ¿per medical opinion, the level of tortuosity [in the] iliac artery was very high.¿ based on previous complaints and examination of the returned device it is likely that patient factors (severe tortuosity) contributed to the complaint. Additionally, scratches, likely due to calcification, were visible on the complaint sample along the strain relief. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during retrieval of the delivery system. Non-axial alignment during retrieval is a procedural factor that could also contribute to this issue. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the liner tear and vessel perforation may be related to calcification and/or tortuosity and/or device manipulation. No manufacturing non-conformities or IFU/labeling inadequacies were identified. Review of complaint history for december 2015 revealed that the occurrence rate does not exceed the control limits for this failure mode. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported by the edwards european affiliate that during the transfemoral tavr procedure, the patient sustained a perforation of the right iliac and a rescue laparotomy had to be performed. Initially the operator observed high resistance during the advancement of the esheath into the patient's vessel. The esheath sustained a 3cm long "crack", which was perceived to have occurred as it was being advanced towards the femoral vessel or at the entry of the vessel. The esheath "crack" caused troubles during the procedure, due to the "guide passing at the level of the gap at the introducer", (interpreted to mean the guide wire was pushing through the crack). Upon removal of the esheath the patient sustained a perforation of the right iliac artery. The patient developed hemorrhagic shock and cardiac arrest. The introduction of an occlusion balloon failed due to the vascular tortuosity. Finally, it was necessary to do a rescue laparotomy. The patient died on pod16. The iliac dissection was perceived to have occurred due to the high level of tortuosity that was present in the patient's iliac artery.